Manufacturer narrative:
The delivery system was discarded.

Manufacturer narrative:
The device remains implanted. The exact cause of the pericardial effusion is unknown, this event will be reported against the valve placed in the mitral position, as the pericardial effusion occurred post deployment of the mitral valve and as there is no clear way to identify which valve placement caused the effusion. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. As per medical opinion, the pericardial effusion was caused by a ventricular microperforation with guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), a patient underwent to a double aortic and mitral valve-in-valve procedure with a 23mm sapien 3 in aortic position and a 26mm sapien 3 ultra valve in mitral position, by transfemoral and transseptal approach. After the implantation of both valves (a 23mm sapien 3 in aortic position and a 26mm sapien 3 ultra valve in mitral position), there was pericardial effusion noted. The pericardial effusion occurred after mitral deployment. The iabp (intra aortic balloon pump) was removed without improvement and a pericardiocentesis was performed. After pericardiocentesis, the patient stabilized. The procedure was successful. As per medical opinion, the pericardial effusion was caused by a ventricular microperforation with guidewire.